Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext. Product type: extension: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
It was reported that there was no stimulation sensation. It was stated that the patient was having the lead and the extension replacement done. It was reported that they had been implanted in 1998. There was no fall reported. It was stated that the lead and the extension were "just old." One week later it was reported that "new lead, extension and implantable neurostimulator had been replaced," and that the system was intact. If additional information is received, a follow up report will be sent.